Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set leaked during inspection. The following information was provided by the initial reporter: the tubing leaked.

Manufacturer narrative:
H6: investigation summary : a photo was received and the customer's complaint of leakage has been verified. The leak at the top of the pumping segment is clear but the root cause of this leak is unknown without the physical sample available for investigation. A device history record review for model 2420-0007 lot number 22036177 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23mar2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set leaked during inspection. The following information was provided by the initial reporter: the tubing leaked.